Event description:
It was reported the patient's blood glucose level rose to 306 mg/dl and insulin was leaking while wearing the pod between 1 and 4 hours. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria.